Event description:
The patient contacted animas on (B)(6) 2012 reporting low blood glucose levels in the morning. The patient reported that on (B)(6) 2012 the pump alarmed for a loss of prime and disconnected from the pump and delivered an injection. On (B)(6) 2012 the patient reportedly woke with a blood glucose of 23mg/dl. The patient reported that again on (B)(6) 2012 woke with a blood glucose of 21mg/dl. The patient reported having symptoms of shaking and jerking. The patient indicated that emts were called and provided treatment on both days but no hospitalization was required. The patient confirmed no priming while attached and indicated that all of the pump settings were correct. The patient confirmed that there were no alarms in the pump history related to the event. The patient reported having some changes made to basal rates due to a kidney transplant and the patient reported being tired but did not feel it was blood glucose related. The patient discussed the event with a health care professional and was to start up pump therapy again once the pump's cartridge cap was replaced. This report is made based on the allegation that the patient experienced hypoglycemia while using a back up treatment plan due to a lost cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.